Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis determined ¿patient interface cable stim 1 was not working due to p/I board failure, cable shorted and cable clips broken. The items were replaced and tested to manufacturing specifications.¿ on the screen, the stimulator displayed no measured output. Method: simulated use testing.

Event description:
It was reported that the patient interface was ¿defective.¿ there was no report of injury. It was confirmed with service and repair that a cable failure caused stim1 to have no output, and that it was visually apparent that there was no measured stim value. However, the customer was not reachable to confirm whether he or she was alerted to the failure via visual indicators.

Manufacturer narrative:
The malfunction occured "throughout the month of (B)(6)." Specific dates could not be provided. Additional information about the event was received. The health professional who reported the malfunction was (B)(6). The additional information was received oct. 1, 2014.

Event description:
The cutomer provided the following additional information: "the monitor is showing right interface but the probe is not registering a sound at all when probing. No medical interventions, ended up aborting using equipment. No impact to the patient."